Event description:
Particulate of an unk origin has been reported to vycor medical by one distributor. The unit was not used in surgery. Therefore, there is no injury or adverse event. MFR is investigating source and composition of contamination.

Manufacturer narrative:
Device was not used and there was no event to report. Particulate was discovered on inspection by foreign distributor and investigational analysis started and CAPA opened. Device is contract manufactured for vycor medical inc. By (B)(4).